Event description:
It was reported that the system displayed an eod failure. This was an out of box failure so no pt was involved.

Manufacturer narrative:
A detailed investigation was performed by terumo and the stepper motor was found to faulty. The system was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.